Manufacturer narrative:
Product complaint # (B)(4) h6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an incisional hernia repair with component separation and mesh procedure on (B)(6) 2025 and fibrin sealant preparation device was used. The surgeon requested the fibrin sealant preparation device prior to closing incision. Upon opening package, the inner packaging (containing the dual applicator and additional spray tips) a small piece of unidentifiable debris was found inside the package. The debris was noticed before being dispensed to the scrub nurse and did not enter the sterile field. The secondary inner package containing the syringes was not affected. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary- the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the vstas1 device was returned inside it's package opened; upon visual inspection, a foreign matter was noted to be inside the packaging and appears to be cardboard box. In addition, the secondary box was returned. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on how the cardboard box was introduced inside the sterile package, it is possible that the cardboard box adhered to the device during the packaging process due to static. The reported complaint was confirmed. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Additional information was requested, and the following was obtained: lnstituto grifols, s.a. (Ig) received a notification through ethicon related to one unit of vistaseal 10ml, batch number a04j176671, reporting that "upon opening package, the inner packaging (containing the dual applicator and additional spray tips) a small piece of unidentifiable debris was found inside the package. The debris was noticed before being dispensed to the scrub nurse and did not enter the sterile field. The secondary inner package containing the syringes was not affected". There were no patient consequences reported. The device was received at the ethicon facilities, and the subsequent investigation indicated the following: a. Evaluation of the returned sample at ethicon facilities ¿ visual analysis of the returned sample determined that the device was returned inside its package and opened, a foreign matter was noted to be inside the packaging and appeared to be cardboard box. ¿ as part of ethicon's quality process all devices are manufactured, inspected, and released to approved specifications. According to ethicon's investigation no conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. According to our standard procedures, ig initiated an investigation focused on: a. Results of quality control performed at ig facilities: according to our standard procedures, the results of the quality controls performed to the incoming materials involved in the notification were reviewed. A review of the visual inspection of the tips when it was received, this inspection is based on a statistically representative number of units carried out by the quality assurance team with the aim of assuring the accuracy of the 100% visual inspection was performed. The results were found correct within specifications and no deviations were detected. B. Review of the retention samples: a review of the retention samples was performed. No abnormalities were detected. The compliant results from the incoming inspection of the tips and the review of the retention samples at ig support the conclusion that the incident is not related to product quality. Nevertheless, it is worth noting that ethicon, as the supplier of the vistaseal dual applicator, has been requested to thoroughly investigate the affected batch of tips. To date, the investigation is still ongoing. Ig will promptly inform you should any relevant information become available upon completion of the investigation. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch 3598788 mfg date: 09/26/2024, exp date: 09/26/2029. Batch 3583735 mfg date: 08/06/2024, exp date: 08/06/2029. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - pending evaluation of returned device the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Corrected information d4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Additional information: d4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: 3598788 and 3583735. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.